Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of luer connector separation was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The extension tubing markings were completely worn. The red flushing connector was partially withdrawn from the extension tubing. Microscopic inspection of the red flushing connector and white strain-relief sleeve revealed both components to be well-formed and unremarkable. Tactile inspection of the sample revealed severe tensile weakness, necking and discoloration throughout the extension tube. The tensile weakness appeared consistent with repetitive pulling stress applied to the luer adapter, which appeared to lead to the partial separation of the connector from the extension tube. Securement, access and maintenance techniques may contribute such tensile damage/component separation. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when placing the catheter, the luer fitting was found separated from the transparent extension tubing. The extension tubing was replaced. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3682 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the luer fitting was found separated from the transparent extension tubing. The extension tubing was replaced. No other information was provided.